Event description:
A customer observed a non-reproducible falsely elevated vitros trop I es result for two patient samples tested on a vitros eci analyzer. The result did not agree with results obtained on alternate test methods for the same samples. The laboratory did not report the falsely elevated vitros tropi es result for the first sample and it is unknown if results were reported for the second sample, but there was no allegation of patient harm for either sample. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the issue was related to two unique patient specimens. Review of the customers maintenance records and datalogger files showed acceptable instrument performance during the time of these events. The samples gave elevated trop I es results. The same samples were re-assayed and results within the normal range for trop I es were obtained. The investigation concludes that non-repeatable falsely elevated results were obtained. The definitive root cause of this event could not be identified although the investigation determined that sample tube processing was taking place that was outside of the sample tube manufactures recommendations, which may have contributed to the event.